Event description:
The user facility in australia reported the mushroom-like end of the instrument broke off in the patient''s eye and had to be removed. The breakage happened when the surgeon was using it to break up the cataract. The piece that broke off in the eye was removed using forceps. No medication or additional intervention was needed. Once the broken piece was removed, the procedure carried on as per normal.

Manufacturer narrative:
This investigation is ongoing. Report 1 of 3, see related medwatch report numbers: 0001920664-2024-00064, and 0001920664-2024-00065.

Manufacturer narrative:
The instrument was broke when received. The instrument was not etched with a lot number. The instrument broke due to excessive mechanical force. It is unknown how the break occurred. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 3 of 3, see related medwatch report numbers: 0001920664-2024-00064, and 0001920664-2024-00065.